Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2022, a 27mm navitor valve was implanted. Post-implant, balloon valvuloplasty was required for mild paravalvular leak (pvl). Post-procedure, electrocardiogram (EKG) showed new left bundle branch block (lbbb), however no treatment was required. On (B)(6) 2022, the patient developed complete heart block and ep was consulted; a permanent pacemaker was implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the paravalvular leak, arrhythmia and left bundle branch block was reported. A returned device assessment could not be performed, as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.